Manufacturer narrative:
The field service rep determined the cause to be a fluidics failure of the sample syringe due to defective flare on top of connector, and re-connected top connector on sample syringe after reflaring tubing. Additionally, he inspected all fluidics flow paths for integrity. Verified analyzer performance by running an air purge, controls and samples. All results acceptable and within specification.

Event description:
User reports a leak coming from the top of the sample syringe of the analyzer which had leaked onto the floor and into the walkway. User states they have blue pads down to contain the leak. No one has slipped or fallen and no erroneous pt results were released.